Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the proximal aorta diameter is 23 mm, the aortic neck length is 43 mm, 10 degree angulation, mild tortuosity, and mild calcification. The contralateral limb was implanted on the left side. It was reported that the final angiogram revealed a type iii endoleak, fabric. The physician decided to reline the stent graft with another endurant 16x24 and the type iii endoleak was resolved. No clinical sequelae were reported and the patient is fine. Review of several still angio images at implant confirmed that a endurant stent graft system was implanted. The bifurcate was positioned just below the renals, and the ipsi limb extended down into the right common iliac artery. The contra limb was placed from the left side. The proximal contra limb was positioned aligned with the flow divider marker, the limb crossed over the ipsi limb within the distal sac, and extended distally into the left common iliac artery. The iliacs had little tortuosity and the implanted stent grafts were all essentially straight. An angio study showed contrast within the distal portion of the sac. The angio catheter was then seen placed into the contra limb indicating the endoleak may be from the contra limb. From these limited still angio images, the source and type of endoleak could not be determined. This may be a type iii fabric or a type IV endoleak possibly from the contra limb. Likely not a type iii junctional since there appears to be sufficient gate overlap.